Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with bad main display; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; and there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a bad main display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.